Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure after cardioverting the patient, there was a map shift on the maps. No error appeared on the carto 3 system. There was no patient injury reported in this case. The cardioversion can cause the mapshift as described in c3 instruction for use "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated. When in doubt, close the current map and begin a new one". A device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.

Event description:
It was reported during an atrial fibrillation (afib) procedure after cardioverting the patient, there was a map shift on the maps. No error appeared on the carto 3 system. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. The physician performed a cardioversion prior to the map shift. The cardioversion was planned. The patient was in afib and they wanted to cardiovert the patient out of it at the end of the case. The physician noticed the map shift as the 15 mm lasso non-nav catheter was not in the vein on the fast anatomical mapping (fam) when it was clearly in the vein on fluoro and ice. The mapping catheter was also clearly outside of the fam while touching the left atrium roof. The map shift did not occur during rf ablation. It also did not occur after the user moved the head of fluoroscopy. After the map shift, it was noticed that the patches had moved from their original location. The acl function was on during the case. Both the magnetic nav catheter and the acl catheter were shifted relative to the map by 6 to 8 mm. Both the catheters shifted in the same direction and the same amount. The problem was not solved after replacing catheters or extension cables.